Event description:
Information received by medtronic on october 25, 2021, indicated deceased reporting. The caller reported that the customer passed away on (B)(6) 2019. The customer was admitted to the hospital due to a lot of health complications and heart issues. The pump was worn at the time of the event. The pump was not available for troubleshooting. It is unknown if the insulin pump will be returned to medtronic for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.